Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80840.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove, obstruction, detachment of device or device component and perforation. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 54 years old, male and 105 kgs.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation and medical records were provided. Limb detachment, occlusion of the ivc, perforation of the ivc and retrieval difficulties were confirmed for the device. A root cause has not been determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f. Vena cava filter allegedly experienced difficult to remove, obstruction, detachment of device or device component and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and 105 kgs.